Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and nausea. Once at the hospital the patient was treated with intravenous fluids as well as insulin, pain medication and protonix. The patient was prescribed protinix as well as zofran. The patient was discharged from the hospital after 7-8 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.